Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported intermittent readings. No patient impact or consequences were reported.

Event description:
The customer reported intermittent readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the subject sensor was received at the local office in europe but did not make it to masimo headquarters for an investigation to be completed. Attempts have been made to locate the device, and in the event the device is received and an investigation can be completed an updated report will be submitted. H3 other text: device not returned.